Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® sst¿ ii advance, an unspecified number of tubes exhibit gel smearing after processing. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation, and evaluation of the three photos indicated gel smearing. Additionally, a total of 100 retained samples were visually inspected; however, no gel defect related to gel smearing was found. Complaints for sample quality were not under statistical control for the month of november 2025; additional testing was performed. Factors that may contribute to gel smearing were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel smearing based on photos. Bd has initiated further root cause investigation relating to the issue of sample quality through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported during use of bd vacutainer® sst¿ ii advance, an unspecified number of tubes exhibit gel smearing after processing. There was no health impact or consequences reported.